Manufacturer narrative:
Additional pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-non-surg acc. Upn: m365sc41080. Model: sc-4108. Serial: no information. Batch: no information.

Event description:
It was reported that the patient developed an infection at the spinal cord stimulation (scs) lead extension site. It was noted that there was visible liquid at the extension site. The lead extension was removed, the patient was prescribed antibiotics, the area was disinfected, and the patient was noted to have recovered. The physician believed the infection was procedure and device related. The device will not be returned as it was disposed by the medical facility.